Event description:
It was reported the wire became stuck. When a non-(B)(6) wire was inside the threader down in the body, the wire was unable to be pulled out of the threader lumen to exchange for different wire. An alternate micro catheter was used to complete the procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).